Event description:
Medtronic received information that this bioprosthetic valve, implanted 8 months, was explanted due to prosthetic stenosis and calcification resulting in symptoms. It was reported that the stenosis did not appear to be due to endocarditis. Upon observing the valve prior to explant, the valve appeared to have intense inflammatory reaction involving the aortic wall adjacent to the valve and over the sewing ring and extensively on the leaflets. Also after removing the valve there was extensive pannus below the valve. Hospital pathology was performed on the explanted valve and final diagnosis was myxoid degeneration of the aortic wall and mitral valve anterior leaflet, cardiac valvular tissue with myxoid degeneration , dystrophic calcification, suture material and foreign body giant cell reaction of the aortic pannus. The valve was replaced with a competitive product and was returned for laboratory analysis.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental repot will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted all leaflets were stiff due to host tissue on the outflow. A large tear on the tunica of the right cusp along the inflow margin of attachment appeared to have occurred during explant. A tiny tear noted on the tunica of the left cusp along the inflow margin of attachment appeared to have occurred during explant. A remnant of pannus remained attached to the non-coronary cusp extending 1 to 3.5 mm onto the inflow showing evidence the inflow orifice area may have been reduced. A remnant of pannus was noted on the tissue and base stitching adjacent to the left cusp. Pannus remained attached to the sewing ring on the outflow, to the outflow rail of the non-coronary cusp, and back of right non-coronary stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Off white to pink thrombotic appearing host tissue filled and stiffed all cusps on the outflow. Conclusion: based on the received information and the return product analysis, the stenosis was found likely to be attributed to host tissue (pannus) overgrowth. Pannus overgrowth is associated with surgical bioprosthetic valve replacement due to patient interaction and/or healing response with the surgical valve and is usually considered a patient related condition. A review of the device history record (DHR) was also performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implanted 8 months, was explanted due to prosthetic stenosis and calcification resulting in symptoms. It was reported that the stenosis did not appear to be due to endocarditis. Upon observing the valve prior to explant, the valve appeared to have intense inflammatory reaction involving the aortic wall adjacent to the valve and over the sewing ring and extensively on the leaflets. Also after removing the valve there was extensive pannus below the valve. Hospital pathology was performed on the explanted valve and final diagnosis was myxoid degeneration of the aortic wall and mitral valve anterior leaflet, cardiac valvular tissue with myxoid degeneration, dystrophic calcification, suture material and foreign body giant cell reaction of the aortic pannus. The valve was replaced with a competitive product and was returned for laboratory analysis.